Event description:
It was reported that the pt experienced pain. A CT and bone density scan confirmed the catheter was fractured. The doctor recommended, but wasn't willing to do a revision. The physician was looking, but had no luck finding a physician to refer the pt and his cares to. The pt had been in and out of hospitals for short term care (oral medications and ivs) and was notified that they would no longer treat the pt's pain. The pt noted that he couldn't continue like this in pain" and needed something to be done. The pt could barely walk even when taking oral medications. The pump contained morphine at the time of the event. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results: refers to the catheter.